Manufacturer narrative:
Expiration date - may/2023. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 06/23/18 ~ 06/26/18. (B)(4). The actual sample of a snapped cannula body alone was received to the manufacturing facility for evaluation. Since the cannula body was observed to be approximately 6mm long, the damage was estimated to be made closely at the needle-hub. Effective length of exposed cannula above glue is 6mm ± 1.25mm. When closely observing the damaged cannula piece, the portion was bent from stress and cross section of the damage was being elliptically. Five retention samples were visually checked including cannula dimension check. As a result, no rust, scratch, bend or inaccurate cannula dimension to potentially attribute the reported damage, were found. Every criterion was checked through methods and complied "fracture tolerance" regulated by iso. Every category of checking point has meet the requirement. As a result of our verification, the concerned needle type was confirmed to fulfill above requirement. The manufacture inspection record check was traced back and reviewed. No irregular finding which could have attributed the needle being snapped off by scratch or bend was noted, during our process. Furthermore, random inspection of the product is periodically performed to closely check physical condition. No irregularity to attribute the reported event, including needle damage, scratch or bend were noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor." And "do not use if needle is bent or damaged." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the needle was broken in the body during injection and was removed in the hospital.